Event description:
This was the customer's first time ever using a menstrual cup and she noticed during her cycle that she began to feel her iud strings. She previously was not able to feel her iud strings regularly. She noted that she pushed the strings back up into her cervix and then made an appt. With her obgyn the following day. Her doctor confirmed that her iud had become dislodged. She asked for a replacement cup. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."